Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the right atrial (ra) lead exhibited low impedance during positioning. It was also reported that the lead exhibited possible insulation damage, the patient was very small and there was difficulty advancing the lead due to the existence of another ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, no anomalies were found. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. The outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the inner insulation of the lead became extrinsically distorted due to kinking/buckling. The outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the lead was designed with a permeable septum in the distal tip with allowed blood ingression to occur. This was not an out of specification condition. If information is provided in the future, a supplemental report will be issued.